Manufacturer narrative:
The 10mm aso was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Review of the medical records and images by agas medical consultant resulted in the following findings: this adolescent male patient was found to have a small to medium-sized atrial septal defect (asd). He underwent device closure of the asd with a 10mm aso under tee guidance. The aso embolized after the patient woke up and coughed and was found in the abdominal aorta. It was percutaneously retrieved and a 15mm aso was placed in the asd. The patient recovered without any sequelae. One cd of the intra-procedure tee of the initial device implant was provided for review. The tee was of good quality and the rims adequacy was evaluated. The defect was an asd with left to right flow but there was some overlap of the septum primum on the secundum giving the defect some characteristics of a pfo. Balloon sizing was performed and the defect measured roughly 13 to 15mm in two separate frames. A 10mm aso was implanted. After the first deployment, significant shunting was seen and the aso was recaptured. It was redeployed and looked stable. The aso was released from the delivery cable and the discs seemed to sandwich the atrial septal rims adequately. According to agas medical consultant, the aso embolized due to the following: the primary cause of this aso embolization was undersizing. When the patient coughed, the right atrial pressures increased transiently, and this pushed the aso into the left atrium. Embolization of devices into the left atrium is either due to improper placement or inadvertent undersizing. This device was placed well. The defect was measured as large as 15mm and was roughly 14mm in diameter at minimum. A 10mm aso, therefore, was smaller than what is recommended by aga medical. The right atrial disc of the 10mm aso is 8mm larger than the waist (right atrial discs that are 10mm larger than the waist start with 11mm asos); hence, the right atrial disc was smaller than usual. With the radius of the right atrial disc being only 4mm, the margin of safety of the aso was significantly lower in a defect that was 13-15mm in diameter. The morphology of the defect was not very typical of a secundum asd. The septum primum overlap, albeit minimal and inconsequential, may have helped in squeezing the device out toward the left atrium.

Event description:
To summarize this event, a 10mm amplatzer septal occluder was successfully implanted. The patient coughed and the aso embolized to the abdominal aorta. The aso was percutaneously retrieved and a 15mm aso was successfully implanted. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available a supplemental report will be filed.